Event description:
Unexpected negative reactions were reported for a pt sample known to contain anti-k when tested for antibody screen on galileo using capture-r ready screen, lot k134. The same sample was run test on a galileo at another facility, and also resulted in negative reactions. The sample demonstrated reactivity when tested by manual tube and gel methods.

Manufacturer narrative:
The reactivity of the k antigen was confirmed on retention capture-r ready-screen (crrs), lot k134. The customer returned sample for investigation testing. The sample was tested on an in-house galileo with crrs, lot k134. The sample reacted with 3 of the 4 k+ red cells. The event appears to be related to the nature of the sample.